Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the trocar gaskets tore during the case. There was no consequence to the patient.